Event description:
Boston scientific received informant that an alert was triggered due to high out of range pacing impedances when it comes to this device. A follow up took place and the measurements appeared normal, no noise was observed. A request for further information was requested from technical services. A review of the printouts provided did not reveal noise on both the pace/sense and shock channels. Further review of the latitude website showed that the right ventricular pacing impedances were high and fluctuating from 1000 ohms to > 2000 ohms one day to another. Shocking impedances were stable. Technical services discussed possible indication and also noted that the pacing impedances were stable and within range for nearly one year and then suddenly in september 2011 had fluctuated out of range. Technical services inquired further when it comes to the status of this patient as well as any interaction the patient may have had with any electrical devices. No further information was provided. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that a new right ventricular leas was implanted while the old lead was surgically abandoned. It was noted that during the procedure before the lead was disconnected to the device the physician attempted to manipulate the connection but pacing impedances were normal, although historical data showed out of range pacing impedances while the shocking impedances were within normal range. The device remains implanted with the newly implanted lead.

Event description:
--

Manufacturer narrative:
Additional information was received which noted that noise was observed on the right ventricular channel. Technical services discussed that since noise in addition to fluctuating impedances had been reported, a possible connection issue could exist. A revision procedure has been scheduled.